Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by the nurse that the baby was not warming and water temperature seemed erratic on the arctic sun device. Patient temperature was 35.8c, water temperature was 41.7c, and hence, the device was stopped. Target temperature was 37c. It was stated that the neonate had weighed 3.5 kgs and there was one neonatal pad in place with the cloth backing removed. The device was in normothermia mode with rewarm rate of 0.25c/hr, low and high water limits were set up at 4c - 42c. It was further reported that the system diagnostics showed multiple alarm 115 (prolonged warm water exposure) and alarm 34 (water temperature high). Ms&s explained the low and high water settings and also explained that removal from a pad that has a cloth backing was not recommended. Ms&s had also advised the nurse to check skin for injury. The neonate was on continuous renal replacement therapy (crrt). They were able to place a blanket over the pad and device was working well.

Event description:
It was reported by the nurse that the baby was not warming and water temperature seemed erratic on the arctic sun device. Patient temperature was 35.8c, water temperature was 41.7c, and hence, the device was stopped. Target temperature was 37c. It was stated that the neonate had weighed 3.5 kgs and there was one neonatal pad in place with the cloth backing removed. The device was in normothermia mode with rewarm rate of 0.25c/hr, low and high water limits were set up at 4c - 42c. It was further reported that the system diagnostics showed multiple alarm 115 (prolonged warm water exposure) and alarm 34 (water temperature high). Ms&s explained the low and high water settings and also explained that removal from a pad that has a cloth backing was not recommended. Ms&s had also advised the nurse to check skin for injury. The neonate was on continuous renal replacement therapy (crrt). They were able to place a blanket over the pad and device was working well. Per follow-up with nurse on 07jan2021, it was stated that the issue was patient related and they were able to resolve it and the patient met target and completed therapy.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.